Event description:
It was reported that is impossible to put the cassette in the pump. Upon inspection of a returned device, it was found with latch lock sensor doesn´t work.

Manufacturer narrative:
The suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. The event history log was reviewed and there were no errors related to the customer complaint. During the functional testing, the customer reported issue was duplicated. The cassette can be inserted into the device, but it is not detected because the sensor is not functioning. The cause of the reported issue was defective / nonfunctional latch/lock sensor and was resolved by replacement the latch/lock sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device passed all functional tests after the repair.